Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that it had not been working since last year, 2015. The patient also reported an elective replacement indicator (eri) that was triggered in (B)(6) 2016, about one and a half weeks prior to (B)(6) 2016. There was no allegation/dissatisfaction with ins longevity. The patient had decreased therapy coverage. This was noted to be a sudden change in therapy/symptoms. The patient spoke to a manufacturer representative on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.